Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that out of range shock impedance measurements greater than 200 ohms were identified during an elective procedure to replace this patient's associated implantable device. The device was in the pocket and the physician removed and re-connected the lead a few times; however, the measurements remained out of range. Vector breakdown showed a measurement of 93 ohms when programmed coil to can vector. However, any vector programmed with the superior vena cava (svc) coil produced out of range measurements. A fracture of the svc conductor coil was identified; therefore, the shocking vector was reprogrammed to remove the svc coil and shock only distal shock coil to can. Acceptable sensing, impedance and threshold measurements were confirmed. The patient will be followed via remote monitoring and normal follow up visits. No adverse patient effects were reported.